Event description:
A nurse reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The damage to the lens was noted after the iol was inserted. The incision was enlarged to facilitate removal of the lens. Add'l info has been requested.